Manufacturer narrative:
One device was returned for repair with complaint that the pump did not meet the flow rate testing. No service history was available. Visual/functional testing was performed, and complaint was not confirmed. Device passed all tests. No repairs were required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not meet the flow rate testing and did not pass preventative maintenance testing. There was no patient involvement.